Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a routine generator change ten days ago, the right ventricular (rv) lead exhibited high/undefined superior vena cava (svc) impedance and fluctuating rv defibrillation impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.